Event description:
Patient's central line was flushed with normal saline and the male adapter of the primary plumset was attached to the patient's central line. The infusion pump was started and IV fluids started to infuse. The nurse then attached the secondary piggyback tubing to the secondary clave port. After attaching the secondary tubing, the primary IV fluids started bubbling up and leaking just under the secondary blue port.